Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced frequent nocturnal hypoglycemia while using the ilet and a rapid overnight blood glucose increase from approximately 120 mg/dl to 220 mg/dl without carbohydrate intake, with the user noting digestive issues and expressing frustration with ongoing management despite prior factory resets and use of a higher target. Symptoms included low blood glucose episodes and subsequent hyperglycemia after treatment. Outcomes included user education on low blood glucose treatment, adjustment of target settings, and scheduling of additional training, with guidance to contact support if concerns arise. Investigation included troubleshooting, review of low glucose treatment practices, and user coaching on settings and technique. Investigation of this case revealed no device malfunction identified based on available information, with the event consistent with glycemic variability and potential overtreatment of lows using two glucose tablets every 15 minutes contributing to rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.